Manufacturer narrative:
(B)(4). Results: damaged firing trigger teeth. The analysis results found that the device was received with the firing mechanism damaged and with no reload loaded in the device. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure after reload the device did not function. No further information is available. No patient consequences reported. Procedure was completed with same like device.